Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 23:10:58 on (B)(6) 2023. At 17:58:24 on (B)(6) 2023, an arrhythmia was detected. ECG shows idioventricular rhythm @ 60 bpm. The rhythm then degrades to vf with varying amplitudes and CPR/motion artifact. The device properly detected vf. Varying amplitudes and CPR/motion artifact prevented the lifevest from treating the patient. The device was shut down at 18:09:39 on (B)(6) 2023.